Event description:
Clinical study. It ws reported 227 days following a coronary artery stenting procedure that the pt returned with in-stent thrombosis and a myocardial infarction. The index procedure utilized one study stent and one non study stent. The study stent treated the de novo, 90% stenosed 2.5x10mm lesion located in the 1st diagonal artery. Treatment consisted of pre-dilation with a competitors 2x15mm balloon and the placement of a 2.50x16mm taxus liberte drug eluting stent at 16 atm's resulting in 0% residual stenosis. The non study stent treated a lesion located in the left posterolateral artery using a taxus express2 drug eluting stent of unk size. The pt was discharged two days post procedure on asa and plavix. The pt returned to the emergency room 227 days following the index procedure with reported chest pain, st elevation and an anterior q-wave myocardial infarction. The pt was admitted to cath lab and received plain old balloon angioplasty as treatment. In stent thrombosis was confirmed by angioplasty, and the taxus liberte stent was considered definitely related to the event. Per the pt's response, he stopped taking asa and plavix 2 days prior to the adverse event. The event was resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history could not be performed as the upn (unique part number) is unk. The most probable root cause of the reported difficulty is determined to be anticipated procedural complication.